Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision.asr xl - left. Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
Asr revision. Asr xl - left. Reason(s) for revision: alval / soft tissue reactionupdate (B)(4) 2017: email notification from kennedys received. There is no new information.this complaint was updated on: (B)(4) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.